Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed with a blank screen. The battery door had been opened and closed, and the device had been powered on. A loss of power alarm had been acknowledged, and the device had been restarted. The reservoir volume had been recorded as empty within 24 hours. The patient had reported that his pump was expected to finish around 11 a.m. The following day. He had stated that he had experienced difficulties with the pump for several hours. He had believed this was the reason for the five-hour delay. There was patient involvement, but the patient had not been harmed.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.